Event description:
Additional information: it was reported that all of the patients had their pump replaced with another manufacturer¿s device. Reporter did not have specific details.

Event description:
A physician stated that he had patients that had on their ¿history¿ (logs) that the pump ¿gets turned off and intermittently stalls¿. The medication used within the system was unknown, though it was discussed in the context of the physician¿s concern for baclofen patients.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).